Event description:
Device 1 of 2. Reference MFR report #1627487-2013-19930. It was reported the patient experienced burning and a poking 'pins and needles' sensation at the ipg implant site when stimulation is on. An sjm representative interrogated the scs system and found invalid impedances. The system was reprogrammed which provided the patient with only partial coverage. An x-ray revealed the lead had migrated. F/u revealed surgical intervention is planned to address the issue.

Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.